Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that impedances on the non-boston scientific right atrial (ra) lead connected to this device were variable and had reached greater than 2500 ohms. There were also episodes where oversensing of the respiratory rate trend (rrt) feature signal was noted, resulting in inappropriate atrial tachycardia response (atr) episodes. There was concern regarding loss of atrial capture and thresholds were variable as well. The patient was evaluated in clinic and isometrics did not lead to noise. However, it was noted that ra capture was dependent on the position of the patient's arm, with failure to capture occurring when the patient put his arm across his chest. The clinician reportedly increased right atrial outputs and programmed the rrt feature off. No adverse patient effects were reported.